Event description:
The perforated tubing pulled out of the green attachment causing 6" of vein not to be stripped. Sales rep. Stated that a hematoma was present, but the doctor was not concerned about it. It was indicated that the hematoma should clear up and there was no need for follow-up. There was no injury reported and the pt will not be having surgery to complete the case.

Manufacturer narrative:
Device is not being returned for evaluation; therefore, no determination could be made for the reported incident.